Event description:
It was reported to vyaire medical that the vela ventilator is giving constant circuit disconnect alarms while on a patient. It was also indicated that the vent is auto cycling. Furthermore, there was no patient harm reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.